Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a off no power on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that he did a set change and insulin pump shut off and do a battery change but then he heard a beep and it came back on. The customer states that this not the second occurrence of off no power without a low battery warning. The customer was advised to insert a new energizer aaa alkaline battery on the insulin pump. The customer was advised to monitor insulin pump and call back if issue persists.